Manufacturer narrative:
Electrode belt (B)(4) was returned to a zoll distributor. Device evaluation is currently underway. A supplemental report will be sent upon device evaluation completion. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient's wife cut her finger on one of the rear therapy electrodes (tes). She reported that something was sticking out of the te pad and that it was irritating the patient's skin as well. The wife reported cutting off the sharp piece with scissors. The current condition of the skin irritation and cut are unknown. There is no indication that the patient or the patient's wife sought medical attention.